Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the mega suturecut needle driver instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. This process delayed the case for more than 30 minutes. The procedure was completed robotically.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken.